Event description:
It was reported that the customer experienced intermittent on-going elevated blood glucose (bg) levels; cause of bg not known. On (B)(6) 2026 the customer had a bg of 490 mg/dl. The customer went to the emergency room (ER) and was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day, (B)(6) 2026 with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.